Manufacturer narrative:
Product analysis: analysis could not confirm customer comment that the external pulse generator (epg) atrial and ventricle cables would not latch the patient cable leads, however it was noted that the output connector assembly was broken. The hanger assembly and lower case was broken. No cables were returned with the epg. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricle cables would not latch the patient cable leads. The epg was returned for service. There was no patient involvement.